Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was capped due to replacement of a defibrillator lead.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.